Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery charge light was not illuminated. Perfusionist (ccp) verified yellow battery indicators and green charge level indicator came on when alternating current (a/c) was removed. No other details regarding the nature of this event were provided

Manufacturer narrative:
The field service representative (fsr) verified that the charge indicator was not illuminating and the battery backup was functional. The fsr removed the defective lamp and installed a new light emitting diode (led). The fsr performed a battery unit release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.